Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 40 mg/dl and 124 mg/dl and the sensor glucose was 85 mg/dl. Insulin delivery was not suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer received a change sensor alert after a calibration not accepted. Customer reports change sensor alert did occur after sensor updating status. The customer declined troubleshooting for high and low blood glucose levels. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.